Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer experiencing high blood glucose levels during a hospitalization for a surgery. Troubleshooting was performed, and found that a bolus delivery was missing from the bolus history. The customer stated that he delivered a 4.0 unit bolus prior to the event, but it was not in the bolus history. Ran a 1.0 unit bolus during the call, and it did record in the bolus history. Advised that the insulin pump would be replaced. Nothing further was reported.